Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 tests produced a negative result, while the bocus test came out positive. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "the customer took 3 different test. One from simen,bd veritor and binaxnow. Two of the came out negative but bocus came out positive so he wanted to know which test should he go by."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 tests produced a negative result, while the bocus test came out positive. There was no report of adverse patient impact. Eua#(B)(4). The following information was provided by the initial reporter: "the customer took 3 different test. One from simen, bd veritor and binaxnow. Two of the came out negative but bocus came out positive so he wanted to know which test should he go by."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2021585, ¿customer took 3 different tests (simen, bd veritor and binaxnow) and received different results.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.